Event description:
The customer reported that he didn't feel the cannula insert and his blood glucose read "high" (>500 mg/dl) at 6:36, less than two hrs after the pod was activated. He corrected with a 10 unit bolus, but his bg remained "high" at 8:16 pm. He gave a second 10 unit bolus and removed the device.

Manufacturer narrative:
The device was not returned for eval. The customer reported that they did not feel the cannula insert and wasn't sure that it had. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." Qualification records were reviewed and product lot met all acceptance criteria.